Event description:
It was reported that a few months before her last implant, the patient had a return of symptoms. The patient had her previous device for five years and didn't actively feel the stim though it was working. It was discovered on (B)(6) that the patient had broken leads. The patient had no idea how, no falls/trauma noted. It was noted that the representative was the one who interrogated the implant at that time. The device surgery was scheduled on (B)(6). The patient had abandoned leads from this procedure. Compatibility guidelines were requested for the following: MRI. The area to be scanned was shoulder. Not related to implant per caller. It was also noted that the patient had been having diathermy on her neck starting on (B)(6). The patient had had multiple diathermy sessions including today. The reporter noted that manufacturer told somebody that she could have it. Patient services advised that it is contraindicated. The patient had experienced no problems since using diathermy and her therapy was working great. Additional information received noted that the manufacturer's representative noted he was present at the appointment on 2013 (B)(6), but they did not discover that there was a lead issue at that time. This reporter interrogated the device and discovered that the patient¿s ins had depleted. This was considered to be normal battery depletion. There were no malfunctions suspected. Patient was scheduled to have the ins replaced on 2014 (B)(6). During replacement surgery, they discovered the lead had broken and was coiled up underneath the battery. Therefore, the battery and lead were both replaced on 2014 (B)(6). The representative was present at that surgery. The representative did not have possession of the lead. It was disposed of. The patient had been getting fantastic symptom control since the replacement.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received noted that regarding the cause of the event, this reporter didn't really know, possibly a fall. The event was attributed to the lead. Lead/extension break was noted. Replacement of implantable neurostimulator (ins) and lead was noted on (B)(6) 2014. Further description noted that they explanted and replaced the lead (broken) and stimulator because battery was approximately 75% depleted. Hospitalization was not required. The patient recovered without sequelae. It was noted this was likely due to a fall. The patient had a remarkable improvement the first time and wanted it fixed desperately. Revision worked and the patient was very happy.

Manufacturer narrative:
Product ID 3889-28, lot# v155541, implanted: 2008 (B)(6), explanted: 2014 (B)(6); product type lead product ID 3037, serial# (B)(4), implanted: 2008 (B)(6); product type programmer, patient product ID 3889-28, lot# v155541, implanted: 2008 (B)(6), explanted: 2014 (B)(6); product type lead (B)(4).

Event description:
Additional information received regarding the broken lead. The manufacturer's representative noted that during the ins replacement they opened the pocket and noticed the lead coiled behind the battery was encapsulated by tissue. The lead was not broken at that time. Due to the capsulation, the physician felt it was best to replace the lead as well. The lead broke while the physician was removing it. The representative couldn¿t recall whether there were any fragments remaining in the patient, but noted if part of the lead remains in the patient he would have registered it as a partial explant. In device registration, the lead is listed as partially removed. The representative did not feel the break was related to device malfunction, but rather physical manipulation.